Event description:
It has been reported that a revision surgery was performed due to dislocation. The prosthesis was implanted approximately 1 or 1.5 years ago. While bending the knee, the post of the insert slid behind the bar of the femoral component. Insert size has been changed from a 9 mm to a 13 mm.

Manufacturer narrative:
Na